Event description:
Information was received indicating that this smiths medical cadd solis vip pump speaker issue. No patient injury reported.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer reported problem was duplicated. According to the investigation, the device front speaker was weak. Therefore, the front piezo (speaker) will be replaced during the repair process. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing, there was no patient involvement.